Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D9: date returned to mfg.: unknown. One device was received for evaluation. The complaint was verified by visual and functional inspection. The cause of the device issue was an out of specification expulsor. Replaced the expulsor to correct the reported problem. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device accuracy failed 3 times. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.